Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which confirmed the reported issue. The cause of the issue was found to be an uncalibrated downstream occlusion (dso) sensor. The dso sensor was calibrated to fix the issue.

Event description:
It was reported that the pump was beeping in occlusion only with cassette of 250ml. There was patient involvement and no clinical impact on patient.